Event description:
I¿m writing to you in my capacity as a former hemophiliac patient at (B)(6), and as an inpatient at (B)(6) hospital, (B)(6). I¿m including the disability matters committee of the oireachtas (parliament) in (B)(6), as I have ongoing legal and medical matters to settle with the irish state. In both cases, I was administered contraindicated medications. In the case of the former, I was admitted for abdominal issues, while in the care of (B)(6), I was almost administered heparin, which should only be administered in conjunction with a coagulant due to my factor 8 deficiency. This is besides the fact that there was a misdiagnosis, in that I experienced an isolated anomaly incident related to microbillary crystals blocking the duct between my gallbladder and pancreas. I must state this, as they recorded the cause of admission as alcohol induced. It is embarrassing and humiliating that I must state this, as it is recorded on my chart as indicated on the screen. No doubt there was a bias role given my cultural background, and the fact that I worked in the alcohol beverage industry. It was a convenient scapegoat, besides the fact that they discontinued my lisinopril course of medication, as a likely cause of the pancreatitis. In terms of my admission, there was no reason for the administration of heparin, and even if there was a reason it would require prior consultation, with me, and my hemophilia care team at (B)(6). Yet the doctor was able to order a dispensation and administration of heparin via the epic software system. The technology aspect, which you are going to be more interested in, relates to the upper left-hand corner of the computer screen highlighted in yellow ¿clopidogrel". For the record, I was expecting a dose of morphine for the pain. Had I been administered the heparin, the impact upon my well-being could have been serious. Yet somehow there was no risk control from the doctor, to the hospital pharmacist, to the very software itself. I¿m still dealing with the psychological impact of that medication accident. Unfortunately, that incident took place in 2019, and unfortunately for me, I was unable to secure any form of advocacy, be it legal or disability support organizations. Thankfully, due to being a former consultant with the unfpa, I was able to secure some emotional amelioration by engaging with the director of patient safety and risk management with the world health organization, dr. (B)(6). I¿m neurodivergent, so my brain was triggered, so when I encounter illogical incidents, it causes me great distress. The second incident relates to the administration and prescribing of aspirin at (B)(6) hospital in 2021, against my express wishes, given that I am a hemophiliac. Ultimately this resulted in me developing an upper gi bleed, and being admitted to (B)(6) hospital, due to a shortage of factor 8 at other hospitals in nyc. I learned a number of things following my discharge from (B)(6) hospital, where I was admitted for near organ failure. The first relates to the code of federal regulations: 21cfr343 under warnings it indicates aspirin should not be administered to hemophiliacs. It was indicated on my chart at (B)(6) hospital that I was a hemophiliac, yet somehow the medication was administered to me while an inpatient. The second relates to ny state section 405.17 - pharmaceutical services. The pharmacist at the hospital should have checked whether a hemophilic should be administered medications such as aspirin. The third relates to cvs: pharmacy chains make sweeping changes to prevent drug interactions. Excerpt: cvs says it has upgraded its computer alert system at pharmacies nationwide to better protect patients. Source: chicago tribune / aug 09, 2017. In respect to cvs though no your remit, I had previously been prescribed factor 8 at one of their stores for pickup. The culminating point of the above points all relate to the role of software. My life and health has spiraled downwards due to these traumatic events which I experienced. With software there should be strict safety protocols in respect to contraindicated medication. In the case of (B)(6), the software program associated with the medication cart was epic, and in respect to (B)(6) hospital it would be allscripts I believe, though it could be a combination of allscripts and epic (http://clinicalmonster.com/information-technology/). I would genuinely like to engage with you in respect to this matter, as it also plays an interconnected role in respect to my presence in ireland. Of the latter, my immigration status in the united states is at risk. I would not like any hemophiliac experience what I experienced, of which there are some 33,000 in the united states. The attached pdf is of the screen at (B)(6) hospital, with sufficient resolution to zoom. Reference report: #mw5144545.